Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had audio issues and display fainted which was difficult to read. Customer¿s blood glucose level was 160 mg/dl. Customer stated that there was no alarm when pump fails to deliver insulin and inaudible or low level pump alarm for suspend reminder. Customer also reported frequent battery replacement. The device will not be returned for analysis.